Event description:
It was reported that after advancing a 7x40x80 armada balloon dilatation catheter over a non-abbott guide wire to a lesion in a left arm arteriovenous fistula, dilatation was completed via one inflation to a pressure of 8 atmospheres for 5 seconds. When attempting to deflate the armada by applying negative pressure using a non-abbott inflation device, then an unspecified syringe, the armada balloon did not deflate and the armada was not able to be withdrawn. The physician applied anesthetic, punctured the same vessel where the balloon was positioned, then directly popped the armada balloon with an unspecified 18-gauge needle. The armada was subsequently withdrawn without resistance. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Guide wire: 035 benton. Inflation device: boston scientific.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty with deflation and removal of the balloon were unable to be replicated in a testing environment due the condition of the returned device. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on scanning electron microscopy (sem) analysis of the device and an expanded related record review and investigation, a product issue related to ineffective balloon deflation was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.